Event description:
A complaint was received from a customer that reported that once and a while some of the segments in the display would not function. While on the phone a review of the system was conducted. It was learned that the "tens unit" was missing a portion of the segments. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.